Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis event was unknown. The patient was hospitalized for the event. The patient was treated with unknown antibiotics (intraperitoneally, doses, frequencies, and durations were not reported) for peritonitis. At the time of this report, the patient is recovering from the peritonitis. Although a use error was not reported, the patient was retrained in aseptic technique. The action taken with pd therapy was not reported. No additional information is available.